Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirmed that upon follow up evaluation, the patient's macular hole has closed.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that an ophthalmic gas bubble was instilled into a patient's eye during surgery. The bubble was noted to be only approximately 75% of the anticipated size at one-day postop evaluation. Patient impact information is unknown. Additional information received clarified that the ophthalmic gas instilled was perfluoropropane at 14% concentration that had been mixed with filtered room air.

Manufacturer narrative:
A perfluoropropane cylinder gas tank was returned to the manufacturer for investigation. Per the manufacturer, the gas in the cylinder was analyzed by gas chromatograph (gc) which confirmed the gas to be perfluoropropane with an air concentration of no more than 100 ppm. There were no unusual gc peaks indicating that the product met specifications. Based on qa assessment, the product met specifications at the time of release. Per the manufacturer, a review of confirmed complaints showed no trends for short perfluoropropane gas bubble duration. The returned product met specifications therefore, root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. (B)(4).